Event description:
It was reported by the pt's attorney that the pt underwent revision surgery of his left hip implants on (B)(6) 2012, "which resulted from left hip mechanical failure." No product info or clinical history was provided.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the eval summary will be submitted in a supplemental report.